Event description:
Per the clinic, the patient experienced head trauma and started to reject the device. The patient also experienced high impedance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was placed under mac anesthesia on (B)(6) 2025 in order to conduct the CT scan. The results were unremarkable.